Manufacturer narrative:
The ufr was received by the manufacturer with 2.5 years delay and was the only source of information. The hospital did not involve the local dräger s&s organization into any timely follow-up activities after the event and did not provide additional details upon a recent request. Since the restriction was not clearly described, the event cannot be fully understood. It cannot be excluded that the observed "gas delivery failure" implies a stop of ventilation. The device facilitates a blower ventilator that takes in ambient air and compresses it; oxygen input to the device is required for patients who need a higher fio2 than ambient air. The reported event may have been caused by component malfunction (e.g. Turbine malfunction), infrastructure issues (loss of mains power or oxygen input), obstructions in the patient circuit (e.g. Clogged bacteria filter), leakages/disconnections in the pneumatic circuit or use error (operating the device on internal battery until the latter was depleted). Other explanations may apply as well and, a differentiation is not possible due to lack of information. A root cause for the event cannot be derived from the ufr.

Event description:
Dräger received a user facility report in which it was described that the ventilator "suddenly experienced a gas delivery failure during operation". As per report, the userts bridged patient support with a manual resuscitation bag until a replacement device could be introduced. The event did not lead to consequences for the patient.